Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the alarm, "blower stalled" (diagnostic code 1134) occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) reviewed the suggested repair for the alarm. The rse advised the customer to monitor the blower amps and volts when increasing the pressure above zero with no circuit connected. The rse also advised the blower should be replaced if the rotations per minute (rpm) did not increase above 3000. The rse then provided the part number for the blower for the customer to order and replace.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.